Event description:
The account alleged the head down was not working on this bed. No injury reported. The account has replaced the pendant and when the actuator cables are switched, the head will go up and down.

Manufacturer narrative:
Repairs have not been completed.